Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis- l1 fracture procedure- fusion and crosslink spanning l1 levels- t11, t12, l2 and l3 it was reported that intra op, crosslink set screw driver was unable to grip center nut . The doctor then used a second set screw driver in the set and the center blue nut clicked as required. No patient complications has been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: instrument torque mechanism functionally evaluated; 12 individual torque readings were taken. All 12 individual torque readings were out of print specification, with the individual readings all being above 88in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed driver tip is rounded at the hex corners. The damage to the tip is consistent with the torque limiting mechanism coming out of adjustment.